Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that controls on their device are unresponsive. Additionally, the customer reported that the child mode was inoperative. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer received a replacement device. Stryker opened the device for further evaluation and observed that there was widespread corrosion of plated contact surfaces and white flecks throughout the device and the returned batteries also had corroded contacts and white residue on them. Scanning electron microscopy (sem) and elemental analysis were conducted on the white flecks and identified it as nacl (salt), indicating that the corrosion was caused by salt contamination. The most probable cause of the reported issue was determined to be environmental exposure. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that controls on their device are unresponsive. Additionally, the customer reported that the child mode was inoperative. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.